Manufacturer narrative:
Follow-up #2 (09/16/2011)-device evaluation: the meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has received the meter involved with this complaint on (B)(4) 2011. Device evaluation has been anticipated; however, not yet completed. Once lifescan obtains additional information, a supplemental report will be submitted.

Manufacturer narrative:
Follow-up #1 (09/06/2011) - device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. The test strips were also tested and the alleged "error 2" complaint could not be confirmed with testing of the strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.